Event description:
The device was returned to olympus for evaluation and the customer's allegation of broken fiber was confirmed. The device evaluation found the image guide bundle had significant breakages. The connecting tube had coating peeling, (1mm2 or more). Due to a pinhole on the connecting tube, water tightness was lost. Adhesive on the distal end had a chip. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Adhesive around the objective lens and light guide lens were peeled. The control unit was sticky due to water leakage. The up / down plate was sticky. The control unit was dirty. The connecting tube had a dent. Indication on the light guide connector was unclear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of broken fiber was confirmed. The device evaluation found the image guide bundle had significant breakages. The connecting tube had coating peeling, (1mm2 or more). Due to a pinhole on the connecting tube, water tightness was lost. Adhesive on the distal end had a chip. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Adhesive around the objective lens and light guide lens were peeled. The control unit was sticky due to water leakage. The up / down plate was sticky. The control unit was dirty. The connecting tube had a dent. Indication on the light guide connector was unclear. A definitive root cause for this issue was not established. However, it is presumed that the defect was caused by stress of repeated use, external factors, or handling of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.